Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer and it was noted that there is plate breakage as described.

Manufacturer narrative:
Additional narrative: date of postoperative breakage is unknown. Revision procedure that the patient underwent due to device breakage. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing site: (B)(4)- manufacturing date: august 26, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure for arthrosis deformation in left distal tibia on (B)(6) 2015 due to a broken plate. The plate was originally implanted on (B)(6) 2015 along with treatment of autologous bone transplant. After four (4) months, while the patient was in rehabilitation, the breakage was discovered via x-rays during a routine check-up. The plate was then explanted and the patient revised with a tomofix plate. The report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: our investigation shows that only the plate was received for investigation. The plate is broken through one of the threaded bores. Furthermore we found various mechanical damages on the plate surface, as well as at the remaining threaded bores. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information and without all involved implants we cannot determine the exact root cause of the complaint in question. The microscopic view of the broken surface does not show any anomalies of materials structure. It is likely that too strong mechanical loadings caused the breakage. Postoperative activities of the patient could also have an influence to an initial material fatigue. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.